Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No intervention, pt was unharmed

Event description:
It was reported that during cannulation of the coronary sinus to allow for implant of a left ventricular lead, a dissection of the coronary sinus occurred. The dissection was observed after successfully placing the catheter. The lead was successfully implanted and an echocardiogram was performed with no anomalies.